Manufacturer narrative:
(B)(4). Date incident occured: the date of the article was used as the estimated date since the actual date of incident is unknown.

Event description:
The published result of the article ¿over-sirix¿: a new method for sizing aortic endografts in combination with the chimney grafts. Early experience with aortic arch disease¿, published by stefano fazzini et al, within the annals of vascular surgery (2017) indicated the following: the study aims to evaluate a new tailored planning named "over-sirix", based on osirix imaging software, to choose the correct main graft oversizing in order to minimize type I endoleak incidence. From 2008 to 2015, 34 patients were treated with parallel grafts for aortic arch diseases at the institution. The study included 22 patients with single stent and antegrade flow configuration; they were divided in two groups (pre and post ¿over-sirix¿). ¿over-sirix¿ was carried out in the retrospective group (pre ¿over-sirix¿) and it was used to plan the endovascular procedure in the prospective group (post ¿over-sirix¿). On (B)(6) 2010, patient 11 out of this study presented with an thoracic aortic aneurysm that was treated with gore® tag® thoracic endoprosthesis and gore® viabahn® endoprosthesis (implanted within the left subclavian artery) in a chimney procedure. Due to an endoleak type 1 along with a reported bird beak, a reintervention was necessary to prevent sac enlargement. The reintervention was unspecified. Additionally it was stated that the radius of the inner curvature contributed to the bird beak. The patient tolerated the procedure. Additionally the article stated that the reported endoleaks occurred in patients with a big gutters area caused by a too low oversizing rate.